Manufacturer narrative:
This lead and ICD remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead were measuring an increase in pacing impedance from 700 ohms at implant to greater than 2000 ohms one day post implant. Additionally at the follow up threshold measurements had increased and noise was seen. A lead revision was performed to check for a lead connection issue. When the physician pulled on the lead it was found to be securely connected. After the physician retracted the setscrew and inserted the lead the impedance and thresholds normalized. No adverse patient effects were reported in association with this clinical observation.